Event description:
Reporting status: malfunction. Reporting rationale: failure to cross with a graftmaster stent is an issue known to require a second device or additional treatment. Device issue: failure to cross. It was reported that the stent failed to cross a previously placed stent and was not implanted. As no pericardial effusion was noted, no further treatment was given for the perforation and it resolved on it's own. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt's info and the lack of device investigation.